Event description:
We were doing a triphasic liver and the scanner during the contrast portion of the test had an error and said scanner was dis-enabled. Patient had full contrast injection and had to return for test again. I contacted clinical engineering to check CT scanner error log; scanner is now working fine.